Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the hemopro device self-activated in the leg after they had completed the dissection and were starting to use the hemopro tool. A second hemopro device was opened to complete the case; however, the second device also self-activated immediately. A replacement vasoview 7xb device was used to complete the procedure. The hospital did not report any pt effects. The hospital intends to return the product in question. Refer to MFR report #: 2242352-2012-00201 for the first hemopro that self-activated.

Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for eval. We will continue pursuing the device being returned by the customer. A supplemental report will be submitted if the device is received. A lot history record review was completed for the reported product lot number. There were no nonconformance issue(s) with this production lot. (B)(4).